Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and calcified. Pre-dilatation was performed and the 3.0 x 12 mm xience v stent was implanted at 9 atmospheres (atm); however, a dissection occurred. A 3.0 x 18 mm xience v stent was used to treat the dissection. The patient is doing fine. There was no clinically significant delay in the procedure. No additional information was provided.